Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. The product insert states that adequate knot security requires the accepted surgical technique of flat, square ties of single strands. The use of additional throws is particularly appropriate when knotting polypropylene sutures.